Event description:
It was reported that 3 bd 3ml solomed syringes experienced safety mechanism failure. The following information was provided by the initial reporter: I purchased the medication and 3 units of the syringe. I am a health professional and I applied the medication myself. When performing the procedure I noticed that: the plunger of the syringe had much resistance, sometimes locking in the application, in my understanding it seemed to be having difficulty sliding along the wall of the syringe. The medication I am applying is presented in an oily form, also in my understanding, which facilitates the sliding of the plunger, but it did not occur. When I finished the application, I couldn't activate the plunger breaking device, I exerted great force and I couldn't, the material seemed to be 'glued'.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Device expiration date: unknown. Device manufacture date: unknown. Investigation summary: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received. The lot number is unknown, therefore device history record review (DHR) or quality notification review (qn) could not be performed. Examination of the product involved may provide clarification as to the cause for the reported failure. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Investigation conclusion: bd was not able to duplicate or confirm the customer¿s indicated failure as no lot information or sample was provided. This complaint will be entered into the complaint management system and will be tracked & trended for future occurrences.